Event description:
It was reported that during a cholecystectomy procedure, the obturator was damaged. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Universal seal. Eval summary: the analysis results of the h12lp found that the device was received with the plastic of the sleeve assembly discolored; in addition, one of the inner seals of the universal seal assembly was cut and the lower ring cracked. Further eval showed up that the sleeve cannula was melted at the internal face on the sleeve; this type of damage is consistent with the one produced by an energized device. In order to avoid this kind of damage, please avoid the contact with laser, electrosurgical ultrasonic devices during procedure. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.